Event description:
There was an allegation of questionable elecsys anti-hbe results for one patient from the cobas e801 module. Refer to the attachment to the medwatch with a1-patient identifier pt-0072613 for the patient data.

Manufacturer narrative:
The cobas e801 module serial number was not provided. Sample material from the patient was requested for investigation. The investigation is ongoing.

Manufacturer narrative:
Medwatch fields a2, a3, and b7 were updated. Sample material from the patient was submitted for investigation. Based on the provided information and data, the investigation determined the customer's positive elecsys anti-hbe results were correct. The investigation did not identify a general product problem.